Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer contacted tandem technical support for guidance with the load process. The customer's blood glucose level was affected, however, no specific value was provided. During follow up with tandem technical support (cts), cts guided the customer through the load process and the customer was able to resume insulin delivery. Reportedly, the customer did not remove the air from the cartridge before inserting the insulin into the cartridge and stated was not going to change out the cartridge. The customer declined further troubleshooting.